Manufacturer narrative:
The report event of low/high impedance was confirmed. The return flex extension lead had all contacts wires broken at different location of the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15683. It was reported that diagnostic revealed high and low impedances resulting ineffective therapy. As such, surgical intervention took place on (B)(6) 2021 wherein the extensions were explanted and replaced with new extensions resolving the issue.